Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological surgery on (B)(6)2017 and the mesh was implanted. On (B)(6) 2017, the patient presented with midline vaginal mesh exposure. The patient underwent excision of the exposed portion of the mesh and refashioning under general anesthesia on (B)(6) 2017. Additional information will be requested.